Event description:
User received discrepant potassium result for one patient sample. Initial result of 5.98 mmol/l was reported, but was questioned by the physician in the ER. The sample was repeated on another analyzer and gave result of 4.6 mmol/l. User issued a corrected report. No treatment was received based on the erroneous result. The physician accepted the repeat result as correlating with the patent's condition. The field service representative determined the cause to be an electronic failure and tested and checked the ise system, replaced reagents, pinch tubing and cartridges. He also decontaminated the flow path. On follow up visit, he determined the cause to be due to a defective diluent reagent and replaced it. Performance tests were performed and within specification.